Manufacturer narrative:
Additional narrative:no follow-up report is anticipated as the product has not been returned. The source of the report is the following literature source:article title: ponte osteotomies with pedicle screw instrumentation in the treatment of adolescent idiopathic scoliosis (sa shah) march 2013.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical safety reported complaints from literature that was reviewed for the post market surveillance reporting.article title: ponte osteotomies with pedicle screw instrumentation in the treatment of adolescent idiopathic scoliosis (sa shah) march 2013.clinical findings determined by medical safety and complaint management:n=1 intraoperative hypotension.n=7 intraoperative neurological monitoring signal changes.n=2 deep wound infection.n=1 transient neuropalsy.n=1 superior mesenteric artery syndrome.n=1 deep vein thrombosis.n=1 pedicle screw loosening.fourteen medwatch reports are being submitted to document these events.